Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and a drain was inserted. The drain was connected to wall suction. The drain became clogged. The surgeon replaced the drain and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1116286, mfg date: 09/01/2011, exp date: 09/30/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.